Manufacturer narrative:
(B)(4). The alleged malfunction could not be confirmed. The device was found to be functioning normally. The parts replaced were part of preventative maintenance and were not related to the reported event.

Manufacturer narrative:
(B)(4). The evaluation of the ventilator is yet to be completed.

Event description:
It was reported that the ventilator would not ventilate and was noisy. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.